Event description:
Caller reported a malfunction on the pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, which resolved the malfunction, and the customer was able to continue using the pump without further issues.